Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead placement, perforation was observed under fluoroscopy. The lead was repositioned and no further perforation was seen. The lead remains implanted. The patient was stable throughout the procedure and after the procedure was complete.